Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint was verified through testing. Maximum temperature for the attachment head exceeded maximum allowable temperature during use. Cap end bearing failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. Gear function was also compromised inside the head and neck which is evident from the wear on the teeth of the gears. Additionally, the attachment failed all production requirements with the exception of water and chip air leak, spray and illumination testing.